Event description:
It was reported the enclosed guidewire was bent/curved on extending prior to advancing the catheter. One patient was complaining of discomfort with the devise after extending the guide wire and started to advance the catheter. The patient was unharmed and had no discomfort after removal of the devise. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.